Manufacturer narrative:
H10: of the reported four malfunctions, lot number was provided for one malfunction and the lot history review was performed. The catalog has been updated as unknown g2 for one malfunction. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all four malfunctions. Therefore, the investigation is confirmed for the reported filter perforation and tilt for all four malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly perforated and tilted. The information was received from various source. All the four malfunctions were involved patients with no reported consequences. Three male patients ages were ranged from 51 to 64 years and one female patient age is 71 years. Weight of one patient was reported as 327 pounds and the remaining three patients weights were unknown.

Manufacturer narrative:
The lot number was provided for 1 out of 3 malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation; however,medical records were provided for all the four malfunctions. The investigation for 3 out of 4 malfunctions were confirmed for the alleged filter perforation and tilt. The investigation for the remaining malfunction is currently underway. The devices were labeled for single use.

Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly perforated and tilted. The information was received from various source. All the four malfunctions were involved patients with no reported consequences. Three male patients ages were ranged from 51 to 64 years and one male patient age is (B)(6) years. Weight of one patient was reported as (B)(6) pounds and the remaining three patients weights were unknown.